Event description:
Boston scientific received information that during a revision procedure for the right ventricular (rv) leads, the right atrial (ra) lead was discovered to be dislodged. As a result, the lead was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.